Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak from the tubing set during dwell 1. A cut was found on the patient line. Treatment was discontinued. During follow up with the patient's pd nurse it was determined the patient did not experience any complications or adverse events as a result of this event. The patient's effluent remained clear. The patient was already taking prescribed antibiotics for a prior unrelated event. The set was discarded.